Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump had alarmed failed battery and pump losing power without warning after replacing the battery in a timely manner that is it gives replace battery now. The customer¿s blood glucose level was 127mg/dl at the time of the incident. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. However, unit received with corroded battery tube. No replace battery now alarm or failed battery test noted during testing or in the pump trace download.